Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01281.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via right internal jugular vein due to deep vein thrombosis. Patient is alleging vena cava perforation and organ perforation (small bowel). The patient further alleges ¿I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries¿ as well as worry. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an ivc filter is present at the levels of l3-l4. There is perforation of the tips of its limbs, best seen on axial series 2, image #72. The right lateral limb demonstrates a 3 mm wide fat plane between the ivc wall and the tip of the filter. There is a 1 mm wide fat plane between the anterior, medial, and posterior limbs and the ivc wall. There is no visible perforation of the aorta, pancreas, kidneys, renal veins, or adrenal glands. The tip of the anterior limb does overlap the fourth portion of the duodenum on series 2, image #72, and therefore, there may be duodenal perforation. No fracture or abnormal bending of the filter or its limbs/struts is seen. There is no obvious ivc stenosis on this limited noncontrast study. The superior tip of the filter does not touch or impeded upon the ivc filter. The filter is located inferior to renal veins.¿

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.